Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. To address the issue the stm replaced the display assembly and used the existing bezel due to unavailability of bezel overlay. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use the screen of the cs300 intra-aortic balloon pump (iabp) stopped working. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that prior to use the screen of the cs300 intra-aortic balloon pump (iabp) stopped working. There was no patient involvement, thus no adverse event was reported.